Manufacturer narrative:
The complaint will be reopened and updated in the event the device involved or additional information becomes available. A follow-up MDR will be submitted in the event additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 07/11/2024, znyo medical received a report from the customer reporting they were getting error in line message on one of their IV pumps. No patient involved reported.